Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2010 and could not reproduce any leaks. The fse flushed out the probe wash line and verified the system's operation. Root cause is unknown. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory analyzer.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that there was a fluid leaking from the blood sampling valve into the drip tray on the coulter lh 780 hematology analyzer. Per the customer, the fluid appeared to be a mixture of stain and blood and was immediately cleaned up. There was no contact with the fluid to mucous membranes (eyes, mouth, nose). There were no reports of erroneous patient results.